Event description:
In 08/2005, the pt contacted lifescan alleging that their one touch ultra meter was reading inaccurately high. The medical affairs specialist spoke with the pt next day. The pt has had diabetes 35 years, uses an insulin pump, and tests 13 to 14 times per day. In 07/2005 at 11:00 pm, pt obtained a result of 143 mg/dl on the reporter meter, pt took nothing to ear or drink, continued to watch tv, and tested again at 1:00 am while feeling "hot and a little confused"; the result was 342 mg/dl. Pt said that they had not tested due to their symptoms, but rather, because it is their routine to test immediately before going to bed. Pt took a 5 unit bolus of humalog insulin based on the 342 mg/dl reading, rather than a 4.5 unit bolus they reported to the lfs customer care representative in 08/2005. They retested with the reported meter "right away, within 2 minutes" and obtained a result of 262 mg/dl. They stated that they would have taken 3 or 4 units of insulin based on the 262 mg/dl result. Pt took nothing to eat or drink and went to bed. At 3:00 or 4:00 am, the spouse called emt. The pt did not remember their symptoms, but they knew they were very confused. The spouse did not test their with the meter or give their treatment. Emt's started an IV and took them to the ER; emt's did not test their blood glucose. A result of 39 mg/dl was obtained on the ER device. In the ER pt was treated with IV glucose and their insulin pump was turned off. Later, while still in the ER, pt was given regular insulin. Pt stated that they does not respond well to regular insulin and their blood glucose level was >500 mg/dl when they was discharged from ER 12 hours later. Pt called their endocrinologist and "it took 3 days to regulate their blood glucose level again". The pt primary tested with another meter after the incident. The customer care representative was unable to confirm the test strips condition or code, as the pt no longer had the test strips used at the time of the incident. A control solution test was not performed, as the pt did not have control solution. The meter was replaced. The event is reported as an adverse event because the pt took a higher insulin dose based on the higher reported meter reading (342 mg/dl) and the two reported meter readings (342 and 262 mg/dl) were not precise. It is likely that the 342 mg/dl reading was inaccurately high, as the 262 mg/dl reading agreed.

Event description:
On 8/2005, the pt contacted lifescan alleging that his one touch ultra meter was reading inaccurately high. The medical affairs specialist spoke with the pt on 8/2005. The pt has had diabetes for 35 years, uses an insulin pump, and tests 13 to 14 times per day. On 7/13/2005 at 11:00pm, he obtained a result of 143 mg/dl on the reported meter, he took nothing to eat or drink, continued to watch tv, and tested again at 1:00 am while feeling "hot and a little confused"; the result was 342 mg/dl. He said that he had not tested due to his symptoms, but rather, because it is his routiine to test immediately before going to bed. He took a 5 unit bolus of humalog insulin based on the 342 mg/dl reading, rather than a 4.5 unit bolus he reported to the lfs customer care representative on 8/2005. He retested with the reported meter "right away, within 2 minutes" and obtained a result of 262 mg/dl. He stated that he could have taken 3 or 4 units of insulin based on the reading of 262 mg/dl. He took nothing to eat or drink and went to bed. At 3:00 or 4:00 am, his spouse called emt. The pt did not remember his symptoms, but he knew he was very confused. His spouse did not test him with the meter or give him treatment. Emt's started an IV and took him the the ER; emt's did not test his blood glucose. A result of 39 mg/dl was obtained on the ER device. In the ER, he was treated with IV glucose and his insulin pump was turned of. Later, while still in the ER, he was given regular insulin. He stated that he does not respond well to regular insullin and his blood glucose level > 500 mg/dl when he was discharged from ER 12 hours later. He called his endocrinologist and "it took 3 days to regulate his blood glucose level again". The pt primarily tested with another meter after the incident. The customer care rep was unable to confirm the test strip condition or code, as the pt no longer had the test strips used at the time of the incident. A control solution test was not performed, as the pt did not have control solution. The meter was replaced. The event is reported as an adverse event because the pt took a higher insulin dose based on the higher reported meter reading (342 mg/dl) and the two reported meter readings (342 and 262 mg/dl) were not precise. It is likely that the 342 mg/dl reading was inaccurately high, as the 262 mg/dl reading agreed.